Event description:
It was reported by the patient that the device was ¿protruding out of [the patient¿s] chest.¿ however, through follow-up with the patient's clinic, it was determined that there was evidence of neither erosion by nor migration of the device. The device was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.